Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer found a small amount of crystallization on the ise block which he cleaned and he replaced the reference electrode and all the ise reagents. He adjusted the cell rinse dispense water levels, checked the ball bearings on the syringe motor drives, and checked the position of the is nozzle in the bath. He performed ise checks without errors, ran a sample correlation, and performed precision that was acceptable. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results for approximately 25 patients from the cobas 6000 c 501 analyzer. One example was provided of an estimated initial result of 150 mmol/l and an estimated repeat result of 140 mmol/l. The initial result was reported outside of the laboratory and was questioned by the physician. The repeat result was believed correct.